Event description:
Technologist was removing the collimator from head 1. She thought the collimator was secure in the server. The collimator was not secure in the bottor biscuits. When she removed the collimator from the head the bottom of the collimator slipped out and fell on the floor.